Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
At a routine follow-up, it was reported that the device was oversensing ventricular paces on the atrial channel. The patient was asymptomatic and no adverse events were reported. Reprogramming was recommended.